Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed.

Event description:
It was found membrane broken during the first use, 2 minutes after patient connection. Blood flow rate 60 ml/min tmp:30mmhg. No blood loss for the patient. No medical intervention necessary.